Event description:
A 99-yr-old senile lady was entrapment victim between bed rail & bed frame of a rented hosp bed. Her daughter had rented this unit because she was having trouble containing her mother at night. This small slender lady slid between rail & frame. She caught her chin on the rail & occiput on the frame & suffocated.